Manufacturer narrative:
Date sent to the FDA: 08/25/2009. Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent hip surgery in 2009. Four days post-operatively, the pt noticed her buttock was hot to touch. At approx 8 days post-procedure, the pt's three inch incision line was swollen, red and "seeping". The pt saw her physician 3 days later, and was placed on levaquin. At this time, the pt also had bumps for two inches around the incision line. The levaquin did not resolve the symptoms and the physician advised the pt to use hydrocortisone cream. The symptoms then spread to four inches around incision site and there was edema down the leg, and the skin had "chicken bumps", itch, erythema, and was hot to touch. The pt has another appointment with the physician planned.